Manufacturer narrative:
Physio-control evaluated the customer's device and verified the device would not recognize the therapy cable or paddles. Physio replaced the therapy connector, power pcb assembly and therapy pcb to resolve the issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device would not recognize therapy cables when they are plugged in. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio further evaluated the removed therapy pcb and found that the j16 connector is intermittently losing contact and causing a "connect electrodes" message to be generated. Under microscopic inspection, pin 1 of connector j16 is not making a good connection due to it being relaxed back and not springing. The root cause is a loose contact on connector j16, pin 1.

Event description:
The customer contacted physio-control to report their device would not recognize therapy cables when they are plugged in. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.